Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the audio bolus button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: during a visual inspection of the keypad the audio bolus button was determined to be responding appropriately to user input. The issue was not duplicated. However, it was noted that the audio bolus button was torn. The button was removed and contamination was found underneath the button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.